Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "exchange with no complaints towards the device". Patient later reported "rupture". Later healthcare professional confirmed "rupture" diagnosed via ultrasound. This record is for the right side. Device remains implanted.